Manufacturer narrative:
The root cause was determined to be an electrical failure design. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. E3: correction h3 other text : device was not returned.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not powering on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not powering on. There was no patient harm. The issues were noted prior to patient use.